Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on or recharge a battery pack. The cause for the failure was contamination on the battery pca and a defective power supply brick. Additionally, inspect contamination was found throughout the unit. The root cause for the contamination was ingress of an unknown liquid and insects. The root cause for the defective power supply brick could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a charger was unable to power on.